Event description:
It was reported that the physician stated the stimulator eroded through the skin and had to be explanted. The stimulator was explanted on (B)(6), 2015, and was replaced on (B)(6). No diagnostic testing or troubleshooting was performed. It was unknown what the cause of the issue was or if the issue was resolved. It was unknown if there any patient symptoms or complications associated with this event. The healthcare provider (hcp) reported that the patient recovered ¿with permanent impairment.¿

Event description:
Additional information received reported that the manufacturer's representative (rep) was seeing the patient at the physician's office on (B)(6) and the patient had recovered without permanent impairment. The rep. Also stated she sent an e-mail with the date the patient was to be re-implanted.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3708160, serial# (B)(4), product type: extension. Product ID: 3708160, serial# (B)(4), product type: extension. Product ID: 39565-65, serial# (B)(4) ,product type: lead. (B)(4).